Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "High"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Troubleshooting could not be completed, therefore, no additional information was obtained.